Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix pug (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol bard flat mesh device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug mesh (device #1) on (B)(6) 2012. The patient's attorney alleges the patient underwent additional surgeries for implant of unspecified bard/davol ventralight st (device #2) on (B)(6) 2013 and an unspecified bard/davol flat mesh on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug mesh (device #1) and bard/davol ventralight st mesh (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."